Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb)procedure, the central control monitor (ccm) displayed a 'o2 analyzer calibration is not possible. 23 2793' message. As a mitigation, the manual controls were used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The epgs passed all verification/release testing and functioned as intended. It was determined that the epgs met specification.

Manufacturer narrative:
Update block: b5.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with the heart lung machine (hlm) electronic patient gas system (epgs) during setup for a cardiopulmonary bypass (cpb) case, whereby the oxygen (o2) analyzer calibration was not possible. As stated, this is the third new blender that presents the same fault. They did not change out the unit and proceeded with the surgery, which was completed successfully with no delay or blood loss.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) did not duplicate the reported complaint. The electronic patient gas system (epgs) was powered up and the oxygen (o2) analyzer calibrated successfully. The srt ran calibration testing and the o2 sensor passed accuracy testing. There were no 'o2 analyzer calibration is not possible 23 2769' message observations. The o2 sensor was replaced as a precaution. The unit operated to the manufacturer's specifications. Per data log review: the log showed that the o2 sensor hours were reset to 0 indicating the o2 sensor was replaced on 13nov2021. The first calibration attempt occurred on 01feb2022. Each attempt failed with an 'o2 sensor out of range calib' with the sensor value around 2829 millivolts (mv). This was above the allowed range. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.